Event description:
The line was prepped by another nurse while placing nurse measured the patient for the correct length. The line only needed to be preflushed one time. During placement, the PICC line was difficult to thread, the stylet was not removed at that time. The nurse decided to remove the whole line due to the difficult placement. When the line was removed, the tip of the stylet broke off and was sticking out of the patient's arm. The nurse was able to remove the tip with her finger. At first when the line was removed, the nurse thought the stylet was complete. Once the line and tip were removed, the nurse compared the two and found that they belong together.

Manufacturer narrative:
The complaint was confirmed. Two sections of a tls stylet were returned for evaluation. There was a break in the stylet approximately 2.0 inches from the distal tip of the stylet. Kinks were visible in multiple locations of the stylet. The break in the polyimide tubing coincided with a fractured magnet. The exact mechanism of damage is unknown. The product IFU warns, "ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury." A chr of lot #reua0311 showed one other similar product complaint(s) from this lot number. (B)(4).